Event description:
New information received notes that the lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.7cm was returned for analysis. Internal insulation abrasions were noted at 9.9-10.2cm and 12.9-14.8cm from the distal tip. Externalized conductors due to internal insulation abrasions were noted at 19.2-25.2cm and 29.4-31.8cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. No electrical anomalies were detected. Lead will be explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.